Event description:
The customer reports the system has burn in on both monitors. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the right and left monitor. The system is operating as intended.